Event description:
It was reported by service report that the zoom on the stretcher was intermittent. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pcb box. Technician was unable to duplicate the issue and the unit performed to specifications.